Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. No samples have been received from the customer. Nevertheless, we have received a picture where we can see that there are only 3 sutures instead of 4 sutures inside a pouch, caused by a human mistake during production process. The product should have 4 sutures inside. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the product in the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information is received a follow up report will be submitted.

Event description:
It was reported the number of sutures was incorrect in the pack. The reporter indicated that during a surgical procedure the nurse opened the pack and found that there were only three needles and three threads in the pack. No other information has been provided.